Manufacturer narrative:
System components: reservoir: model- 72404155, lot sn- (B)(4), mfg date- 10/08/2012, exp date- 09/24/2014, gtin- (B)(4).

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis (ipp) device due to the reservoir tubing being broken and the prosthesis not functioning. A patient outcome was not reported.

Manufacturer narrative:
Additional information received that the patient outcome was reported to be fine. System components reservoir model- 72404155 lot sn- (B)(4) mfg date- 10/08/2012 exp date- 09/24/2014 gtin- (B)(4).

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to the reservoir tubing being broken and the prosthesis not functioning. A patient outcome was not reported.